Manufacturer narrative:
Pivot pins in breakaway head section.

Event description:
It was reported by svc report that the breakaway head section pivot pins were loose. No pt involvement or adverse consequences are reported.